Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 30 mar 2024, it was reported that one infusion set cannula was bent. The patient noticed the symptoms within three or more hours after insertion in abdomen. The infusion set was in use for six hours. Patient's blood glucose level was high and was treated with correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.